Manufacturer narrative:
Zoll has not received the thermogard console (sn (B)(4) ) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During service, the thermogard console (sn (B)(4) ) displayed tcmid:06 (ce post failure) error message. No patient involvement.